Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8216-50, (B)(4). The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed loss of motor and sensory responses in both legs within twenty four hours of the implant procedure. The patient underwent an explanted procedure of all the devices. Per the physician the event is not device related and the procedure was uneventful. The patient is currently in an inpatient rehabilitation facility, and has regained sensory response, and some function in the left foot.